Event description:
It was reported that, this pacemaker was explanted and replaced due to premature battery depletion (pbd). This device will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, this pacemaker was explanted and replaced due to premature battery depletion (pbd). This device will be returned for analysis. No additional adverse patient effects were reported.